Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 0.5 inches from the pump housing. The severed portion of the driveline not returned. The outlet elbow was returned attached to the pump¿s outlet port. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief were not returned. Examination of the pump upon disassembly revealed a small thrombus formation surrounding the inlet bearing ball. The thrombus ring showed an area of denaturation and appeared to have been in the early stages of laminated layering, indicating that it developed around the inlet bearings over an undetermined amount of time while the pump was supporting the patient. In addition, a red thrombus formation was found on the proximal-side of the rotor body. The non-laminated structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location; however, its origin could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported hematuria as well as elevated ldh and plasma free hemoglobin levels. Upon removal of the observed depositions, the device was cleaned. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 6 months. (B)(4). The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with hematuria. An echocardiogram did not show lvad malfunction. Due to hematuria, decreased kidney function, and high levels of plasma free hemoglobin and lactate dehydrogenase, a decision was made to exchange the pump on (B)(6) 2017. During the procedure, a white thrombus formation was found at the pump inlet stator area. The patient was subsequently discharged home and is reportedly doing well. No additional information was provided.